Event description:
A caller reported a signal loss issue with the freestyle libre 2 sensor. Due to this issue, the low glucose alarm failed to trigger and the customer subsequently lost consciousness due to hypoglycemia. The customer was treated with glucagon injection by a sibling. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. A visual inspection has been performed and no issues were observed on the returned sensor patch. Data was extracted from returned sensor using approved software. Sensor was found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. Removed the sensor plug and inspected the plug assembly, no failure mode observed. The returned sensor was activated with a retained reader and the bluetooth connection was successful. Linearity test was performed while the reader was wrapped in aluminum foil (to simulate signal loss), signal loss message was observed. Since the sensor and reader communicated successfully and a signal loss message was observed after simulating a signal loss, the combination of returned sensor and retained reader were found to be functioning properly; therefore this complaint is not confirmed. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported a signal loss issue with the freestyle libre 2 sensor. Due to this issue, the low glucose alarm failed to trigger and the customer subsequently lost consciousness due to hypoglycemia. The customer was treated with glucagon injection by a sibling. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information: section h-4 (device mfg date) has been updated. Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned as of this report. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. Attempts to replicate the users complaint were made and was able to successfully receive high/low glucose alarms on an iphone device with ios 14.01/fsll version 2.5.3.3088 using a known good libre 2 sensor. Extended investigation not identify any issues with the librelink app. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported a signal loss issue with the freestyle libre 2 sensor. Due to this issue, the low glucose alarm failed to trigger and the customer subsequently lost consciousness due to hypoglycemia. The customer was treated with glucagon injection by a sibling. There was no report of death or permanent injury associated with this event.